Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the reported events. There was no reported impact to the customer's blood glucose level. The malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported that they will continue to use the pump.